Event description:
It was reported the lead had a sudden rise in thresholds and abnormal pacing impedance. Impedance was 1674 ohms and had been 538 ohms (bipolar). The lead polarity was reprogrammed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.